Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a misidentification of a escherichia coli strain as shigella sonnei in associated with vitek® 2 gn test kit. The customer submitted the strain and gn cards for evaluation. An investigation was performed. The reproducibility test results for vitek® 2 gn cards (customer lot 2410071103 and random lot 241398620) were : cba medium : customer lot : low discrimination between e.coli / e.coli o157 and s. Sonnei . Analysis time on vt2 : 10 hours (600 min). Random lot : low discrimination between e.coli / e.coli o157. Analysis time on vt2 : 10 hours (600 min). Hekt medium : low discrimination between e.coli / e.coli o157 and s. Sonnei . Analysis time on vt2 : 10 hours (600 min) on both lots tested. The identification result with vitek®ms, the results of pcr , and mobility and agglutination tests are in favor of e.coli. Escherichia coli is closely related to shigella. Any identification of shigella should be confirmed with another method such as serology. The gn lab report prints the message "confirm by serological tests" for any identification of shigella. Note: according to the comparison of biochemical profiles obtained on vitek® 2 , the customer misidentification is probably due to the discriminant tests odc and ldc which are negative on the vitek® 2 profile obtained . In conclusion, the customer's misidentification was not reproduced. The vitek® 2 gn test kit performed as intended.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 gn test kit. The customer reported a potential misidentification when using vitek® 2 gram-negative (gn) ID test kit on vitek® 2 and on vitek® ms ((B)(4)). The customer tested from stool samples on hektoene strain and obtained: - on vitek® ms: shigella. - on vitek® 2 gn card: shigella soneii 95%. The strain was grown twice again on a cos media. A second vitek® 2 gn card was tested and gave a result of shigella soneii 95%. Customer sent the strain to reference laboratory cnr who gave as result: no shigella. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.